Manufacturer narrative:
(B)(4).

Event description:
It was reported the device did not detect the presence of ventricular fibrillation from last year. The unattended issue resulted in damage to a hypoxic brain. No action has been suggested since. No further information is available.